Event description:
Patient was revised to address poly wear, osteolysis, and loosening at the cement/bone interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
Examination of the submitted instrument confirmed the reported breakage. The root cause is design related. (B)(4) has been initiated to modify the design. CAPA (B)(4) was initiated to fully investigation handle breakage. All the affected attune impaction handles are limited to the hospitals and surgeons that are part of the attune cr fixed bearing phased release of implants and instruments, which is limited to the designing surgeon team. A health hazard evaluation was conducted with the recommendation to (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.